Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. 2025.3.17 feedback from healthcare workers, on the day of the observation of the integrity of the outer packaging, open the package found a similar fluffy foreign matter at the needle, immediately stop using and replace with a new product.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4198341): 1) this batch of products were assembled at intima ii auto line 2 in aug 2024 and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The condition and composition of the foreign body in the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.